Manufacturer narrative:
(B)(4). The opt842 interface is used to deliver humidified oxygen to patients. The opt842 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. Method: one complaint nasal interface was returned and was visually inspected. Results: the inspection revealed that the tubing of the opt842 was pulled out of the connector. The grip was also partly pulled off the connector. The connector was noted to be damaged inside the grip. Conclusion: the observed damage is most likely the result of pulling on the cannula tubing with undue force. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discolouration and stretching or deformation. Any product that fails the visual inspection is disposed of. The customer also informed us that the cannula was used for approximately 36 hours prior to the reported incident. The user instructions which accompany the opt842 contain the following warning: do not crush or stretch tube.

Event description:
A hospital in (B)(6) reported that the opt842 nasal cannula became separated and that the patient allegedly desaturated with increased respiratory distress. The patient was recovered by replacing the cannula.

Manufacturer narrative:
The opt842 interface is used to deliver humidified oxygen to patients. The opt842 consists of a lightweight delivery tube which is connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and also includes a lanyard which is placed around the patient's neck or attached to the patient's clothing or bedding to remove the load of the breathing circuit from the patient's nares. The complaint nasal interface is en route to fisher & paykel healthcare for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that the opt842 nasal cannula became separated and that there was patient consequence. No further information was provided.